Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a l4-6 and cervical facet joint branch block procedure, a "controller not responding or incompatible" error message displayed and the procedure was cancelled. The generator was power-cycled several times and the outlet was changed with no resolution. The patient was given a nerve injection and discharged. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator was returned for investigation. When the generator was powered on, the system successfully executed the power on self-test and powered on successfully. An error message stating ¿communication error¿ was observed right after the startup. Further investigation revealed the generator had an abnormal functioning stimulation board. The stimulation board was replaced temporarily with a known good stimulation board and the error message was cleared. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a non functional stimulation board.